Event description:
Boston scientific received information that this atrial lead had dislodged one day post implant. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.